Event description:
Boston scientific received information that during a routine device implant procedure, this right ventricular (rv) lead had perforated the patient¿s right ventricle. Prior to pocket closure, the patient¿s oxygen saturation had decreased. Pericardial effusion was identified after a transesophageal echocardiogram (tee) was performed and the physician then extracted approximately 30-40 ml of fluid from the pericardial sack. The rv lead was successfully repositioned back into the right ventricle. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.